Manufacturer narrative:
The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm was noted. The pump was received with minor scratched display window, broken reservoir tube lip, and missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the reservoir will not stay in with the insulin pump. The customer's blood glucose reading was 387 mg/dl. The customer stated that her reservoir will not stay in place and it kept reading no delivery. The customer stated that when she twists it to go in, it will not click. The customer stated that the no delivery alarm started when the reservoir was coming out. The customer was advised to pull out the reservoir and check for damage. The customer was advised to see if there are any pieces missing. The customer stated that the rubber band is missing. The customer stated that the pump has not been dropped before the issues occurred. The customer stated that she was unable to troubleshoot because when she tried changing the set, the reservoir would not go into the pump. The customer stated that the alarm did not occur during manual prime. The customer will be sent a replacement pump.